Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they went to bolus and the numbers on the insulin pump were scrolling. Customer's blood glucose reading at the time of the call was 193 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump act and arrow button did not respond due to corroded keypad traces. No button error alarm noted. No scrolling numbers display anomaly noted. Insulin pump was unable to verify weak battery alarm, due to no button response. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.